Event description:
Material# 305767; batch# 0052504. It was reported by customer that needle safety cover broke when drawing up vaccines. Verbatim: rcc received a complaint via email. Email(s) attached. Needle safety cover broke when drawing up vaccines. Product number - 305767; lot number - 0052504.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd needle eclipse 25x1-1/2 rb safety shield broke off. It was reported by customer that needle safety cover broke when drawing up vaccines. Verbatim: rcc received a complaint via email. Email(s) attached. Needle safety cover broke when drawing up vaccines. Product number - 305767; lot number - 0052504.